Event description:
Covidien received info stating that the 840 ventilator failed approximately 14:30 pm while in use on a pt. According to the report, the fraction of inspired oxygen (fio2) was being weaned at that time when the ventilator alarmed and displayed "device failure". The doctor and nurse were present at the time of the event. The doctor reported the ventilator "went off" and not ventilating. The pt was placed onto a re-breath bag by the doctor and later placed on another ventilator. The customer reported there was no pt harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).